Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned for evaluation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5. Device evaluation- the device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including stress testing, calibration testing, and outgoing system testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The power supply used during the event was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend. Reports of this nature are not considered to meet our requirements for submission of a medwatch report due to no potential for clinical impact.

Event description:
Complainant alleged that during biomed testing, the device would not power up with ac power. Complainant indicated that there was no patient involvement in the reported malfunction.